Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014; 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted, returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.